Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a blister under the lifevest equipment. Patient described the area as a blister where the right back electrode sits, raised with fluid that is leaking. There was no alleged device malfunction contributing to the blister. The patient¿s physician prescribed a cream for the blister. Follow up indicated that the blister improved.